Manufacturer narrative:
The device has not yet been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that a blood leak occurred as soon as treatment was initiated. The machine alarmed and the blood could be seen moving into the hansen connector at the dialysate line. No damage was noticed to the dialyzer. The blood flow rate had only reached 200; the dialysate flow rate was set for 600. The pt lost a circuit of blood (approx. 250-300 ml) and was asymptomatic. Treatment was completed with a new set-up, and the pt did not experience complications or require medical intervention. Sample is available.